Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted 3 times in 24 hours. The reporter confirmed that there was no known damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed one power on reset. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test battery cap was used for testing purposes. The battery cap was found to secure tightly to the pump. The test battery cap was used to execute a 1 unit per hour basal program for a 24 hour duration period with no power issues noted. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit or battery flex. The reported power complaint was duplicated in history but not duplicated during the investigation. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.